Manufacturer narrative:
Potential lot numbers reported: 3708674, 3727339.

Event description:
Information was received that a smiths medical endotracheal tube came apart when it was in the patient. The light blue piece on the proximal end came off. No reported medical intervention. No adverse patient effects were reported.